Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "poor irrigation and aspiration" (aspiration issue): "poor irrigation and aspiration" (inability to irrigate). A nurse reported poor irrigation/aspiration during a case. The handpiece was switched out and the case was completed. The nurse confirmed the o-ring was replaced and the system was reported to have been back in circulation. There was no pt injury.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. O-rings must also be examined on tips and replaced as needed to ensure good irrigation/aspiration performance with a handpiece. Based on the complaint report, it indicated that an o-ring was replaced on a tip that is connected to this body and the problem was eliminated. A worn or damaged o-ring will cause poor irrigation/aspiration. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).